Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device during a transurethral laser resection procedure. The doctor was unable to resect the tissue, finding that the distal end of the electrode loop fractured and stuck to the electric cutting instrument. It could not be used and was replaced with a new hf-resection electrode to complete the procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus and the reported failures were not confirmed by olympus. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.